Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): ¿no impact reported¿ (no consequences or impact to patient). Product problem(s): ¿knife was dull¿ (dull). The physician reported knife was dull, had to open another knife to complete surgery. No patient impact was reported. Additional info was requested.